Event description:
An endurant stent graft system was implanted during an unknown endovascular procedure. It was reported 10 years post the index procedure via technical services from the patients daughter in law that the patient expired on the day of the index procedure. No cause of the event was provided. No additional clinical sequalae was provided and the patient has expired.

Manufacturer narrative:
Concomitant medical products:relevant device(s) are: product ID: e new1313c82e, serial/lot #:(B)(4), ubd: 19-aug-2013, UDI#: (B)(4) ; product ID: enlw1616c82e, serial/lot #: (B)(4), ubd: 18-jul-2013, UDI#: (B)(4) ; product ID: enlw1613c124e, serial/lot #: (B)(6), ubd: 06-sep-2013, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.